Event description:
It was reported that the balloon of the foley catheter had burst. Initially, the patient underwent laparoscopic left urethrectomy, cystoscopy and abdominal irrigation and drainage with tracheal intubation, after the operation, the doctor ordered to retain the catheter and drain the urine. At 22:00, when the doctor inspected the ward, it was found that the patient's foley catheter had slipped off. After examination, it was found that the catheter's balloon burst, which delayed the patient's catheterization. Immediately, a new urinary catheter was replaced, and the catheter was reinserted. At 23:00, the patient was inspected. The patient's catheterization was normal, and the catheter was properly fixed. The patient did not complain of discomfort, and the adverse event improved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿sterilization method: sterile, sterilized by g radiation. Do not use if package is opened or damaged. Disposable. Destroy after use. Do not use this product if you have a latex allergy. Structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, deflation cone interface, balloon and valve. Bardia tri-lumen series is composed of tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. Material of components: catheter body ¿ natural latex inflation conical interface ¿ natural latex deflation conical interface ¿ natural latex flushing conical interface ¿ natural latex balloon ¿ natural latex valve ¿ polypropylene scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precautions: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. Warning: do not use petroleum substrate lubricants with the latex-based urethral catheters, such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Please inspect visually for completeness or surface wear of the product before it is used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from direct light, preferably stored in the original packing box. Precautions: federal (USA) law restricts this device to sale by or on the order of a physician.¿ h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that after the operation, the doctor ordered to retain the catheter to drain the urine but at 22:00 the patient¿s urinary catheter was found to have slipped off during ward inspection. Upon examination, it was found that the catheter¿s balloon burst which delayed the patient's catheterization. A new urinary catheter was replaced and reinserted for the patient immediately. Then at 23:00, the patient was inspected to observe if the catheter was properly fixed, and catheterization was noted to be normal. The patient did not complain of discomfort and the adverse event improved.